Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from the physician. This case involves a (B)(6) male patient who develops injection site joint infection, pain and effusion after receiving treatment with synvisc one. It was reported that the patient had the medical history of polyarthritis. No past drugs, concurrent conditions or concomitant medications were reported. On (B)(6) 2013, the patient received treatment with intra-articular synvisc one injection, once (batch/lot number: s1219; dose and frequency: not provided) into an unspecified knee for severe gonarthrosis. It was reported that the patient attempted for a conservative treatment in order to avoid arthroplasty. On (B)(6) 2013 (03 days later), the patient experienced important pain and important effusion in the same knee. The patient was prescribed morphine and lincomycin hydrochloride monohydrate (lincocin) and her c-reactive protein was (B)(6) (units not provided). It was reported that the patient was hospitalized and was prescribed an antibiotic therapy with gentamicin sulfate (gentamicin), the ceftriaxone and then amoxicillin. On an unknown date, redon drain was inserted and the patient's blood culture was negative while streptococcus oralis and microcrystal were found out in the effusion liquid. Outcome: favorable (recovered/resolved). A pharmaceutical technical complaint (ptc) was initiated with global ptc number 32874 and the results were pending for the same. Seriousness criteria. According to the (B)(6) health authority, synvisc one role was assessed as (B)(6). Pharmacovigilance comment: (B)(6) company comment dated (B)(6) 2014: in this case, the causal role of the suspect device synvisc-one cannot be excluded for the occurrence of the event of injection site joint infection; however, the lack of information regarding the patient underlying medical history, concurrent conditions and the concomitant medications used by the patient precludes the complete case assessment.